Event description:
It was reported that an ilet pump displayed low battery, appeared to charge on the pad with a solid green indicator, then powered off on the pad and issued a dosing-stopped alert due to very low battery; subsequent monitoring showed the device later resumed charging, consistent with a premature battery discharge involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.